Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the lcd screen did not light up. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection and revealed that the dvi signal cable was loose. After reconnecting and tightening the cable, the display worked normally, passed functional tests, and returned to normal operation. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation is assigned an investigation conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for the lcd screen of the device did not light up was likely related to an unintentional interaction of the product from the available information. Furthermore, the event was resolved by properly reconnecting and tightening the cable. Therefore, it can be concluded that "unintentional interaction" was the most probable cause of the complaint.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the lcd screen did not light up. The procedure was not completed due to this event and was rescheduled. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.